Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2021-00952. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g9 of this initial medwatch report. Occupation: non-healthcare professional. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/urethra perforation/blood in urine, embedment, occlusion, complex removal. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patients individual risk/benefit profile (e.g., a patients continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the g¿nther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare¿ vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for embedded a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt) followed by a successful complex, percutaneous removal (B)(6) 2019. Patient is alleging vena cava perforation. Per a (B)(6) 2019, report from CT: "right lateral limb of ivc filter abuts the posterior wall of the right ureter (axial image #126-8, series 4 and sagittal image #121 series 10), clearly posterior to the ureter on series 2 and 3 axial images with mild anterior ureter displacement (e.g. Sagittal image #116 series 8)." "Ivc filter (tip and distal legs of the filter appear to be extraluminal)." "Intermittent contact between the lateral limb of ivc filter and right ureter. ? Intermittent right ureteral penetration accounting for hematuria." Per a (B)(6) 2019, retrieval report (successful): "successful complex retrieval of a chronically embedded and penetrating gunther tulip inferior vena cava filter." "Ivc filter retrieval with fluoroscopic guidance was performed with 2 hours of additional procedure time because of the technical difficulty of the procedure resulting from the embedded nature of the filter and its effects on the ivc, requiring substantial additional physical and mental effort." "Chronic occlusion of the left common iliac, external iliac, and left common femoral veins. Cross-filling of the left pelvic collaterals was seen. Greater saphenous vein was visualized."